Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that restenosis occurred. In (B)(6) 2012, the patient presented with the diagnosis of myocardial infarction and was referred for cardiac catheterization which revealed two target lesions. Target lesion #1 was a de novo lesion located in the distal left circumflex (lcx) artery with 95% stenosis and was 14mm long with a reference vessel diameter of 2.25mm. Target lesion #1 was treated with direct placement of a 2.25x16mm promus element plus drug eluting stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the mid left anterior descending (lad) with 80% stenosis and was 22mm long with a reference vessel diameter of 2.25mm. Target lesion #2 was treated with direct placement of a 2.25x24mm promus element plus drug eluting stent. Following post-dilatation, residual stenosis was 0%. Two days post index procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2015, the patient had progressive anginal symptoms as well as some dyspnea on exertion. Echocardiography revealed severe aortic stenosis and the subject was hospitalized for the same. Subsequently, the patient underwent cardiac catheterization. Subsequently, the patient was referred for surgical intervention. On the same day, coronary artery bypass graft (CABG) was performed including left internal mammary artery (lima) to lad. Five days post procedure, the event was considered to be resolved and the patient was discharged on aspirin.